Manufacturer narrative:
Reporter zip code: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure and for foreign body retained. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2018, an unknown procedure was performed where the reported guidewire was broken and the fragment remained in the patient's body. The procedure was successfully completed. It is unknown if there was a surgical delay. Patient status was unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).